Event description:
It was reported that the patient was disturbed by the vibratory alerts from the implantable cardioverter defibrillator. The alerts were turned off. There was no malfunction alleged. The device was explanted and replaced with a competitive device. The patient was stable.

Manufacturer narrative:
The reported field event of a patient notifier activation was confirmed. The records in the device show the patient notifier did in fact activate due to a high vpli measurement that was detected. However, bench testing was performed, which includes impedance, sensing, pacing, and high voltage shock output and the device was normal. The high vpli that caused the notifier activation could not be reproduce in the lab.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).